Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you know the lot number is?

Event description:
It was reported that a dog underwent a surgical procedure (B)(6) 2020 and suture was used. During the procedure, the needle broke.